Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735795, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A1102 was coded for the error message. A0902 was coded for the no signal/bootup issue. A110201 was coded for the blank screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the main cart monitor displayed a "no signal" message when booting up the system. The camera cart displayed the expected video. When touching the soft keys on the main cart monitor the monitor would display the "medtronic" splash logo and then move to a "no signal" message then go blank. Troubleshooting steps included reseating the power and communication cables between the monitor and computer. Further technical advice was given to set the key lock to "on" and power save mode to "default," which resolved the issue. There was no patient involvement.